Event description:
Implant did not integrate to bone and was loose 4 months after placement. The dentist chose to remove and reinsert the implant, and after a week removed it a second time to replace with a larger diameter implant.